Event description:
On (B)(6) 2010, pt reported she attempted the change the cartridge procedure on her own and stated she had primed, but her screen reads 'please remove the cartridge'. Assisted the pt with the remainder of the procedure. Pt stated after multiple primes she did not feel any insulin coming out of her infusion tubing. Pt reported she had the infusion device on her lap and the infusion tubing hanging down so, she could feel the insulin on her leg. Pt stated it is a little wet on her pants. Pt reported that everything was tightened including the infusion adapter and the tubing. Pt stated the infusion tubing is very tight. Advised pt to disconnect the infusion tubing and dry around the infusion adapter. Pt stated there was a little amount of wetness around the adapter and no insulin had spilled inside of the infusion device. Had pt connect a new infusion tubing and prime; was successful. Pt reported she believes the leak was at the luer lock. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.